Event description:
It was reported that the patient had troubles getting used to the implant system and showed poor speech performance. In situ device integrity testing showed normal results. Reportedly, the clinic suspects a device failure due to patient's eeg readings. Re-implantation is being considered.

Manufacturer narrative:
Additional information: it was reported that the patient had trouble getting used to the implant system and showed poor speech performance. External components have been replaced but no change in performance was observed. Measurements performed in-situ indicate a device working within specification. Available information does not allow a root cause determination for the reported poor performance. The clinic plans to further monitor the patient. The concerned device remains implanted.

Event description:
It was reported that the patient had troubles getting used to the implant system and showed poor speech performance.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.